Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The determined symptom upstream occlusion errors could not be reproduced but was confirmed through the history log. Upstream occlusion and preventive maintenance tests were performed with the unit passing. As a result, the pump will be re-calibrated to ensure continued accurate detection.

Event description:
It was found through the history during testing that a pump was alarming for upstream occlusion errors. There was no patient injury or death since the error was found during testing.